Event description:
Same case as MDR 2134265-2012-01709. It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mildly calcified left circumflex artery. The physician predilated the target lesion with a non-bsc balloon catheter before implanting a 3.00x16mm promus element plus stent in the target lesion. Then the physician advanced an atlantis intravascular ultrasound (ivus) catheter to the target lesion. Upon removal of the ivus catheter, the physician felt a lot of resistance and the ivus catheter became stuck on the distal edge of the implanted stent causing the stent to crimp. The ivus catheter was successfully removed. The procedure was completed by postdilating with a 3.0x12 nc quantum apex balloon catheter and implanting a 3.5x8mm promus element plus stent in the target lesion. Both implanted stents were then postdilated with a 3.5x15 unknown balloon catheter. No further patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).